Event description:
Reporter indicated a vns patient was experiencing neck pain that was constant and with stimulation. In addition, the patient had lead protrusion and slight redness over the electrode site in the neck. The vns was not disabled per the patient's request. Recent diagnostics were within normal limits. The patient later underwent lead and generator revision surgery for the neck pain. The generator was replaced prophylactically. The explanted lead and generator have been returned and are currently in product analysis.